Event description:
It was reported that stroke and thrombosis occurred. The patient had a 24mm watchman flx device implanted. Two days post procedure, the patient presented to the emergency room with stroke-like symptoms. Computerized tomography (CT) was performed and soft mural thrombus was seen in the right internal carotid artery. This was deemed to be the cause of the stroke. The patient initially had left sided weakness, but has improved since original admit date. A procedure to address the thrombus in the right internal carotid artery was scheduled for (B)(6) 2022.

Event description:
It was reported that stroke and thrombosis occurred. The patient had a 24mm watchman flx device implanted. Two days post procedure, the patient presented to the emergency room with stroke-like symptoms. Computerized tomography (CT) was performed and soft mural thrombus was seen in the right internal carotid artery. This was deemed to be the cause of the stroke. The patient initially had left sided weakness, but has improved since original admit date. A procedure to address the thrombus in the right internal carotid artery was scheduled for (B)(6) 2022. It was further reported that the watchman device had a complete seal at the time of implant. During the hospitalization for the stoke it was noted on carotid duplex, a mildly elevated right internal carotid artery and bilateral external carotid artery 50-69% stenosis. The patient underwent a right carotid angiogram with a stent placement on (B)(6) 2022. The patient had only taken eliquis 5mg bid and aspirin 81mg daily for 1 day post implant when the stroke occurred. The patient has returned to baseline status.